Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x40, 75cm gladiator elite was advanced for dilation. During the procedure, the balloon had ruptured before reaching the rated burst pressure. The device was removed using normal method without issue and the procedure was completed with another balloon of the same model. There were no patient complications as a result of this event and the patient condition were good post-procedure.